Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the lead exhibited high pacing impedance and loss of capture. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction, section g2. Report source should have been included for "distributor".